Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a bad cable. Also, evaluation found the leak test failed due to the cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the hd autoclavable camera head had no image. No error messages were displayed. The event occurred during a therapeutic procedure and the procedure was not delayed. A different camera was used to complete the procedure and there was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure and image problem occurred. It is likely that the cause of occurrence of the cable failure is a cable leak (since the cable failed the leak test) leading to cable failure. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.